Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with cracked on bottom case. Event history log review was performed and found evidence of reported problem. Visual inspection, syringe test and syringe plunger sensor testing were performed. Investigation, unable to duplicate the syringe plunger not in place during syringe test, but syringe plunger sensor test was failed intermittently. According to the investigation, the reported problem was caused by combination of plunger board and left plunger case no longer operate properly as a result of normal wear (flipper intermittently stuck). Pump is over 9 years old. Investigator?s replaced plunger board and left plunger case. Performed pm maintenance and all functional testing. The problem source of the reported problem is normal wear (pump is over 9 years old).

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited syringe not in place error. No reported adverse effects.

Event description:
Additional information summarized in h 10.

Manufacturer narrative:
Other, other text: additional information received on september 21rst that no patient was involved in the event of syringe not in place error. As event occurred during testing and date of event is unknown.